Event description:
A self-expanding abre stent was being deployed in a patient, the deployment mechanism failed when the first portion of the stent was deployed in the patient. At this time, I had to break apart the handle of the stent deployment and manually deploy the stent in the patient. The stent did not deploy in the way it was designed, and it could have been stuck in the patient which could have required surgery to retrieve.